Manufacturer narrative:
A review of the manufacturing and inspection records for this lot was conducted. No deviations or non-conformances were found. After three notifications, the sample from the alleged complaint has not returned. Additionally, no photographic or visual evidence was submitted that would have allowed this allegation to be reviewed. Without the necessary evidence, a thorough investigation cannot be performed. Determining a root cause and corrective action is not possible. No corrective action is required at this point. If the samples are returned at a later date, then this complaint may be reopened for re-evaluation.

Event description:
Reporter indicated "a punctio sicca occurred with the coaxial biopsy needle during liver biopsies. The function of the biopsy needle appeared normal during the previous inspection and triggering. During the check after the faulty liver biopsy, it was noticed that a small metal part was protruding outwards at the lower end of the needle and that the needle tip was irregular (more to the side) and also ran less smoothly in the over-needle sleeve (for focal biopsies). In each case, a change to a new biopsy needle had to be made and then the biopsy could be taken regularly. A similar problem occurred about 2-3 years ago. After returning the batch, the problem was solved."